Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that, approximately two months post index procedure, the patient presented emergently with a retrograde type a aortic dissection. The physician elected to perform an ascending aortic repair and the event was resolved. Per the physician, the cause of the event was related to a valsalva event in the bathroom. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: pre op shows the dissection lesion extending close to the lsa, and the lsa was covered by the device at the procedure date. There is a lcc to lsa bypass. Two month post implant follow up, the ascending aorta appears quite dilated, and there is a rtad starting from near the bare stents and extending into the valve. The device has bird-beaking, and the bare stent flares out into the ostia of bc. The lcc ostium is very close to the bc¿s but it¿s not fully bovine. There are pacemaker leads running external to the ascending aorta, but hugging the ascending aorta, and into the right atrium. The rtad could be due to the flared bare stent in the bc ostium, or could be due to the angulation of the aorta close to the bc; but it is hard to pinpoint. The procedure angios did not show any dissection flap peri-procedurally.

Manufacturer narrative:
Product analysis results are: the exact cause of post implant retrograde type a aortic dissection could not be conclusively determined from the pre-implant 3d recon report. The films during index procedure, films that showed the retrograde type a dissection, and films that showed the ascending aortic repair were not provided. The origin of the retrograde type a dissection could not be assessed. It is possible that the post implant valsalva event in the bathroom may have contributed.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.